Manufacturer narrative:
The behavior described in the complaint is related to the concurrence of two separate events. The first one is a loss of connection between the cpr4 telemetry head with the smarttouch tablet. As part of the expected behavior of the programmer interface, a pop-up informing the user of the loss of connection shall be displayed. Due to a limitation specific to smartview 3.16, in some specific occurrences, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose the appropriate answer, forcing to a hard shut down to restart the programmer. To avoid loss of contact between the programmer and the telemetry head, make sure that the usb plug is correctly connected to the tablet. The pop-up limitation will be solved in the upcoming smartview version.

Event description:
During interrogation of an ICD with sv 3.16 the smarttouch tablet crashed in the overview screen during aida reading. The shut down button was not working so the ICD was interrogated with another programmer. After contacting microport support, the customer did a hard shut down and then logoff. The programmer returned to normal behavior.